Event description:
Surgeon used the needle driver during procedure without incident. When the surgeon used the needle driver with the needle, it was noticed the driver cable was frayed. The driver was removed and examined. X-ray was taken and was negative for evidence of foreign body. Another needle driver was used.